Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer did not perform the fill tubing sequence/ fill cannula during the load process resulting in air being delivered instead of insulin to the customer. Reportedly, the customer loaded a new infusion set to resolve issue and resume insulin therapy. Customer's blood glucose ranged from 249-260 mg/dl.